Event description:
It was reported that the health care professional (hcp) noted that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had some stored pacemaker mediated tachycardia (pmt) episodes which showed sinus tachycardia with bivp at max tracking rate however, there was also some t wave oversensing which is causing some occasional 2:1 behavior. The hcp inquired about programming options. At this time, the device remains in service. No adverse patient effects were reported.